Event description:
The clinician reports the implant was inserted (B)(6) 2017 in ada 9. Details of surgery: primary stability not achieved and implant surface not completely covered with bone. On (B)(6) 2018, non-osseointegration was verified. Patient presented with poor oral hygiene. No product was returned to the manufacturer. At the event the patient experienced: mobility and inflammation. No further patient complications were reported.